Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the failure to flush. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. During insertion of the clip delivery system (cds) into the guide, the drips from the sleeve flush port stopped and were not continuous. The cds was pulled back to the clip introducer and removed onto the prep table. The 3-way stopcock and pressure tubing were exchanged; however, the same issue occurred, and it was thought that something was blocked. The cds was no longer used and was replaced. The new cds was used to complete the procedure successfully. Two clips were implanted, reducing the mr to 1. There was no adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The clip delivery system was returned and investigated. The reported failure to flush was not confirmed as during device testing, the device was able to be flushed without issue. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to find a definitive cause for the reported failure to flush. There is no indication of a product quality issue with respect to manufacture, design or labeling.